Manufacturer narrative:
Failure analysis (fa) received a microblender, k1, medical, lo flow. Fa inspected and installed the component into a test fixture. Fa performed the performance test, the reading was at 54.6% at 60. After recalibrating fa performed the performance test and testing passed. Fa duplicated the customer complaint. The problem was caused by the microblender, k1, medical, lo flow out of calibration. The microblender, k1, medical, lo flow was scrapped.

Event description:
The customer reported that during initial testing of the blender with the set fio2 to 60 setting, they are getting 54.1 output. No patient involvement.